Manufacturer narrative:
(B)(4). The replaced samples were received for investigation. One top membrane switch, one sbc board, one main board, and one lcd display. Visual inspections found no anomalies. Performance tests were performed individually, and no malfunctions were observed. The customer reported malfunction was not verified, as all components were found to be performing as intended.

Event description:
It was reported that, during patient use, a ventilator screen froze and generated an alarm. The light emitting diode (led) was blinking and could not be canceled. Although, the device did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).